Event description:
It was reported the spring wire guide was kinked prior to use. No patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one unopened arterial kit for analysis. No definite signs of use were observed. The kit was opened to better analyze the components. Visual analysis revealed that the guide wire contained was kinked at about halfway down its body. Evidence of creasing was observed on the protective tubing at the location of the kink. The guide wire was kinked in the same area where the outside packaging of the sac was also noted to have folds/creases. The lid stock clearly states "do not bend." The damage observed is consistent with defects related to storage and shipping. No other defects or anomalies were observed. The distal and proximal welds were intact. The kinks on the catheter measured at 185mm from the distal end. The guide wire total length measured 351 mm which is within the specification of 354 - 355 mm per the guide wire graphic. The guide wire outer diameter measured 0.51 mm which is within the specification of 0.508 - 0.533 mm per the guide wire graphic. The guide wire was threaded through the returned catheter and 20 ga needle for functional testing. The undamaged portions of the guide wire was advanced and passed through both components with minimal resistance. Performed per IFU statement which informs the user, "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). At this point, the depth-marking entering hub shows that tip of wire leaves tip of introducer needle and enters vessel. If catheter/needle assembly is used, remove needle and insert spring-wire guide through catheter into artery as described above". A manual tug test confirmed the distal and proximal welds were attached. The manufacturing site was previously consulted regarding the observed failure mode for related complaints. They indicated that the observed kink, in addition to the creasing in the packaging, is consistent with damage caused by shipping and handling. As part of the guide wire manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package has been previously opened or damaged." The reported complaint that the guide wire was found kinked prior to use was confirmed through visual inspection of the returned sample. The returned guide wire contained multiple distinctive kinks near the same location as the bends and creases on the protective tubing and outside packaging. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was kinked prior to use. No patient involvement.